Event description:
During a ptca procedure, the physician noticed blockage of the expo diagnostic catheter. Upon removal of catheter from patient, the physicin observed blood clots in the expo diagnostic catheter. The lesion being treated is unknown. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported 'ok'. The lot number for this device is unknown.